Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was found to be damaged. It could not be determined when or how this damage occurred. The exact cause of the reported dislodged cannula could not be determined. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The exact cause of the bent/kinked cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that she sought medical attention for her son at the hospital on (B)(6) 2025, due to high glucose levels of 610 mg/dl. He had been vomiting and was diagnosed with diabetic ketoacidosis (dka). The pod was worn between 24 and 36 hours on the leg. The treatment included an insulin drip, removal of the pod, and turning off the omnipod 5 personal diabetes manager (pdm). The doctor was unsure how many days her son would be hospitalized. The parent confirmed familiarity with the pink slide on the pod, which moved forward, and the cannula was inserted into the skin during wear. No redness, swelling, or insulin leakage was observed at the pod site. However, the cannula was bent to the left when removed. The mother reports that her son doesn't have much body fat and they have had issues in the past with cannula's coming out, despite using skin tac and over patches. The pdm serial number was unavailable as the parent did not have the omnipod 5 pdm with her during the call. The patient's mother later reported that her son was discharged on (B)(6) 2025, and they discovered the cannula had come out of his skin, preventing insulin delivery. The mother alleges the dexcom continuous glucose monitor (cgm) was reading inaccurately with 113 mg/dl and the initial finger prick at hospital was at 548 mg/dl. Dexcom has been notified.